Event description:
On (B)(6) 2012, this pt underwent aaa procedure to treat a descending thoracic aneurysm. The physician performed on "octopus procedure" using six aaa devices and thirteen gore viabahn endoprostheses. It was reported that the thoracic aneurysm extended distally to the base of the superior mesenteric artery and into the renal arteries. At the close of the procedure, there was patency in all arteries and limbs post operatively. The next day, the pt woke with paralysis and the right limb was ischemic. The physician reintervened, placed a spinal drain, and then performed a fem-fem bypass procedure. Profusion to the right limb was re-established and the pt tolerated the procedure. The pt's current state of paralysis is unchanged at this time.

Manufacturer narrative:
Review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Evaluated two images in .jpeg format. However, the images provided did not allow for evaluation in relationship to the event. This event involved thirteen viabahn devices listed below: lot#10240863, MFR report #2017233-2012-00598. Lot#10240867, MFR report #2017233-2012-00599. Lot#10437839, MFR report #2017233-2012-00600. Lot#10393084, MFR report #2017233-2012-00601. Lot#9689702, MFR report #2017233-2012-00602. Lot#8498426, MFR report #2017233-2012-00603. Lot#10126946, MFR report #2017233-2012-00604. Lot#10240864, MFR report #2017233-2012-00605. Lot#10052759, MFR report #2017233-2012-00606. Lot#10075718, MFR report #2017233-2012-00607. Lot#10437835, MFR report #2017233-2012-00608. Lot#10102964, MFR report #2017233-2012-00609. Lot#10304891, MFR report #2017233-2012-00610.